Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. It was observed that the ok button symbol is worn. The ok keypad button was intermittently responsive during testing. There was evidence of keypad contamination found under the ok key contact.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt stated that the ok button is unresponsive to initial presses. She noted that the keypad buttons feel normal and click when pressed, but the ok button stays in the down position sometimes after being pressed. The pt confirmed that the keypad is intact; denied exposing the pump to water; and stated that she wears the pump in her bra and the pump is exposed to perspiration.